Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery and had battery alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported several highs and lows and pump physical damage. Troubleshooting was not completed as the customer kept jumping from event to event. The customer was using a cot pump beyond the usual 90 days. The insulin pump will not be returned for analysis.